Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at proximal side of fiber/glass cap fusion zone; this failure mode is indicative of a fracture beneath the metal cap; the metal cap is detached and returned; the distal end of the glass cap is detached and returned within the metal cap; the fiber proximal to fracture can freely rotate; the glass cap exhibits mild devitrification at output window. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 8,169. Time expended: 2:02. Tip was cleaned during the procedure.

Event description:
It was reported that during a prostate procedure the "fiber tip came off." Physician was able to remove the tip from the patient without any issue. The fiber was exchanged and the second fiber started flashing rapidly. The procedure was completed using a third fiber. Patient outcome: "ok" reported. This report is for the first fiber used.